Event description:
It was reported that there was an occlusion of an implant that was implanted in the proximal left anterior descending (lad) artery stenosis on (B)(6) 2013. The patient returned to the hospital as an emergency case and was subject to resuscitation/cardiac emergency treatment for a total of 2 hours. Finally the patient could not be resuscitated and died on the cath lab table. The implant in the proximal lad area had shown an occlusion inside the implant. Apparently, the occlusion was caused by three thrombi that had developed in the lad and right coronary artery (rca). In addition to the thrombus in the other implant, a thrombus also developed inside a previously placed xience stent. The physician stated that the long term reanimation (and the associated cardiac massage) also causes the development of thrombi in the vessels. The lad stenosis in the one implant and xience were completely closed, but as there were so many thrombi, the physicians favors the explanation that the patient was not dual anti-platelet therapy compliant. No additional information was provided.

Manufacturer narrative:
(B)(4). A (B)(4) file, sent with the case, was reviewed by an abbott vascular physician/clinical specialist. The reviewer concluded acute thrombosis of the left anterior descending (lad) implant as well as the metallic drug eluting stent (des) in the lad and the stent in the rca, possibly related to the dual anti-platelet therapy (dapt) non-compliance following the procedure, although this was not conclusive. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effects of thrombosis and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Additionally, it was reported that the device was deployed via direct-stenting (no pre-dilation). It should be noted that the instructions for use instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.